Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign material in the nozzle and the c-cover (plastic distal end cover). There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to a deviation from the instructions for use (IFU) in reprocessing steps for the locations where foreign material remained. The suggested events are detectable and preventable by handling device in accordance with the following IFU: IFU states the detection method in ¿cf-q150l/I operation manual chapter 3 preparation and inspection¿. IFU states the preventive measures in ¿cf-q150l/I reprocessing manual chapter 3cleaning, disinfection and sterilization procedures¿. Olympus will continue to monitor field performance for this device.